Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker initially showed less than .5 remaining and magnet rate was 90. Recently, this device showed 2 years remaining and a magnet rate of 100. Boston scientific technical services (ts) explained the possible causes of battery to fluctuate and suggested programming optimization. This device would be checked in a couple of months. No additional information provided. This device remains in service. No adverse patient effects were reported.